Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.